Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. (B)(4).

Event description:
It was reported the implantable neurostimulator (ins) would not turn on. It was noted the programmer showed a no communication screen. It was noted the patient was ¿on 2.70v.¿ it was stated the patient¿s stimulation was not on. It was stated the patient did not feel any stimulation on the day of report and felt pain ¿around the implant across to groin.¿ it was noted after troubleshooting, the patient was able to see the lightning bolt. It was noted the patient could feel faint stimulation at the time of report. It was noted the implant was for the patient¿s lower back pain. It was stated the patient ¿never had this happen before.¿ it was noted there was no swelling around the ins. It was stated the patient had pain around their groin and it came from the implant area. It was noted the patient felt like the stimulator was doing it. It was noted the ¿pain hurt even when the ins was off.¿ it was stated the patient had a jolting feeling around the groin area.